Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem ('cannot be used' / code 107) has been confirmed. Upon evaluation, the monitor was resetting. The cause of the 'cannot be used' message, the code 107 and the resets in a defective sd card. The root cause of the defective sd card cannot be positively identified. No adverse event resulted from the monitor. The patient received a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor indicated it could not be used and displayed a code 107 - multiple abnormal shutdowns. The patient was issued a replacement monitor.